Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that their pump was broken and the reservoir would not lock back into place. The customer states waking up the reservoir out, and part of the reservoir chamber broken off and on her bed. The customer's blood glucose level at the time of incident was 356mg/dl. The customer was advised that the device would be replaced and returned for analysis.